Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed enzymatic creatinine (ezcr) result on a dimension exl 200 system. Siemens hsc has reviewed the information provided by the customer and the dimension exl instrument data. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Repeat of the same sample yielded expected results. No potential product issue has been identified. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed enzymatic creatinine (ezcr) result was obtained on a patient sample on a dimension exl 200 system. The discordant result was reported to the physician(s) who questioned the result. The same sample was reprocessed on the same dimension exl 200 system and a higher result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed ezcr result.